Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis (pd) patient who expired. The peritoneal dialysis registered nurse (pdrn) reported that the patient¿s pd therapy was ongoing at the time of death. The pdrn stated that the patient expired due to an unknown cause. The patient was not attached to the cycler at the time of death. Should additional information become available, the file will be reassessed and updated accordingly.